Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k061118.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) to report that his onetouch ultramini meter's casing and display were cracked. The complaint was classified based on the customer service representative (csr) documentation. The patient informed the csr that the alleged issue occurred approximately 1 month prior to contacting lfs, when the subject meter was "crushed" with a rocking chair. The patient informed the csr that he manages his diabetes with insulin based on a sliding scale. Due to the issue with the subject meter, the patient claimed he was unable to test his blood glucose and as a result of not knowing what his blood glucose level was he took a decreased dose of insulin. The patient stated he would take 9-10u instead of his usual 22u of insulin. The patient reported developing symptoms of feeling dizzy and numbness in his limbs. The patient stated the onset of symptoms began a few hours after the alleged issue began, but obtained the symptoms regularly thereafter. A couple of days after he discontinued testing due to subject meter no longer working, the patient reported that he tested with his neighbor's meter and obtained a reading of "22.5 mmol/l (405mg/dl)". The patient claimed he adjusted his insulin dosage based on the elevated reading. At the time of the call, the patient also informed the csr that he was taking a medication for a pulmonary condition, which increases blood sugar levels. At the time of troubleshooting, the patient reported that the subject meter had been disposed of. The serial number of the subject meter was not provided. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged issue began.